Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a valve in valve (23 sapien3 into a 23 magna surgical valve) tpvr procedure in the pulmonic position, as the anatomy was challenging, the physician tried to pull the balloon into the valve to try to position the valve between the two markers. Eventually, the valve was crossed, pacing was started and when the balloon was inflated it was observed to have ¿burst.¿ the valve was not expanded and was able to be pulled back into the esheath. Once the delivery system was removed, the strut of the valve was observed to have ¿gone underneath the balloon.¿ a new set of devices were then prepped and this time the valve was aligned in the venous system. The sapien 3 valve was successfully deployed in an 85:15 position (as intended). No pvl or cai was noted. The patient left the room in stable condition.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded by the site. In addition, no applicable imagery was provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing nonconformance was unable to be identified. The complaint for balloon ¿ leakage and delivery system-difficulty with valve alignment were unable to be confirmed. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event. A lot history review was performed and revealed no additional complaints relating to balloon ¿ leakage. A review of complaint history from (B)(6) 2017 to (B)(6) 2018 revealed similar complaints for the edwards commander delivery system (all sizes and models) for balloon-leakage and delivery system-difficulty with valve alignment, which were both confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints for both categories. The complaint history revealed that the occurrence rate did not exceed the september 2018 control limit for both the trend categories. The training manual instructs to perform valve alignment in the ¿straight section¿ of the aorta. Performing valve alignment at a bend or angle can cause the thv to unseat (noncoaxial placement of valve in relation to the flex tip) from the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, contributing to valve alignment difficulty and potential damage to the balloon. In this case, as described in the complaint description, the patient¿s access vessel had moderate tortuosity, mild calcification, and was difficult to find a straight segment of the vein to align the valve. As a result, valve diving likely occurred causing resistance during valve alignment. Any increase in valve alignment force in addition to inappropriate interaction of the valve with the balloon (diving) could have compromised the integrity of the balloon resulting in leakage. Therefore, available information suggests that patient factors (calcification and tortuosity) and/or procedural factors (performing valve alignment in a non-straight section) may have contributed to the reported events; a definite root cause is unable to be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified. Inspections and tests during manufacturing process support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Additionally, a review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessments of the failure mode is not required at this time. The occurrence rates did not exceed control limits, and no corrective/preventative action is required at this time.